Event description:
A dr's office reported that a pt experienced a 0.5 to 1.0 mm mid-peripheral corneal ulcer located at 1 o'clock during use of complete brand comfortplus multi-purpose solution and new contact lenses. The pt had previously used complete for sometime without difficulty. The pt was treated with ciloxan, and the ulcer resolved in 2 weeks, leaving a 1mm corneal scar. The pt resumed lens wear with new lenses and a different solution, but began using complete again when the pt ran out of the new solution. The pt subsequently experienced another ulcer, located about 1mm above the first. The second ulcer was also treated successfully with ciloxan, and again, a 1mm scar remained. In a follow-up report, the dr indicated that the relationship of the symptoms to use of complete multipurpose was unknown, but that it might possibly be related. He stated that the event was mild, but he also indicated that the event was eyesight-threatening and that treatment was required to preclude a permanent injury.